Event description:
A customer reported receiving a minimum fill notification for their insulin pump while attempting to load a new cartridge. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to clean the pneumatic tap area on the pump with an alcohol wipe or lint-free cloth. Reloading the same cartridge did not resolve the issue, and the customer plans to contact their healthcare provider or pharmacist to obtain more insulin.